Event description:
The pump was reportedly involved in a patient incident in which 100ml infusion was done very quickly. The pump was checked and tested by the hospital bio-med department and the pump operated properly. Although an attempt was made to obtain additional information from the reporting facility, details were not availale regarding patient status, medical intervention, patient injury, age of patient, or medication involved.